Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #314.116, synthes lot#7154803: release to warehouse date: 18-apr-2013, expiration date: n/a, supplier: (B)(6): no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed. The stardrive screwdriver shaft (part # 314.116, lot #7154803) was returned with a slightly stripped and twisted tip, possibly from excessive torque/force used on the tip. This new defect found does not contribute to the complaint condition. The device was returned and it was reported that "a stardrive screwdriver shaft qc/t15 would not fit into the torque limiting attachment 1.5nm/quick coupling." The complaint against the stardrive screwdriver shaft is unconfirmed as the device interaction complaint cause is isolated to just the torque limiting attachment. Upon visual inspection there is no evidence that this device contributed to the complaint condition. The complaint against the stardrive screwdriver shaft is unconfirmed. The 511.773 lot #5671 torque limiting attachment 1.5nm/quick coupling was returned with a damaged coupler/coupling mechanism. When engaging the screwdriver shaft with the torque limiter, the torque limiter would not hold and release as intended, this complaint condition was able to be replicated. The complaint against the torque limiting attachment is confirmed. A visual inspection, functional test, DHR review, and drawing review were performed as part of this investigation. The 314.116 stardrive screwdriver shaft and 511.773 torque limiting attachment are reusable instruments available in several systems to aid in insertion and removal of screws with torque limits. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The device interaction complaint cause is isolated to just the torque limiting attachment (part #511.773 lot #5671). The cause of this complaint condition is due to the damaged coupler/coupling mechanism on the torque limiting attachment. Although a definitive root cause could not be determined for the damaged coupler, it is likely that this condition is due to possibly over 12 years of use and/or forcing attachments into the torque limiter causing the coupling mechanism to be damaged. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, a stardrive screwdriver shaft qc/t15 would not fit into the torque limiting attachment 1.5nm/quick coupling. This was discovered when an attempt was made to insert the shaft into the torque limiter. There was ten (10) minute surgical delay due to the reported event. No other medical intervention was required and the surgery was successfully completed. During manufacturer investigation it was identified that the stardrive screwdriver shaft was returned with a slightly stripped and twisted tip, possibly from excessive torque/force used on the tip. This device issue was re-evaluated and determined to be reportable on (B)(6), 2017. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).